Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) and the patient's garment was completed. The rear mesh on the garment was torn. The electrode belt stainless steel therapy electrodes were lifting away from the therapy electrode foam padding, resulting in sharp edges. The cause for the damage could not be positively identified but was likely excessive force during patient use. The electrode belt was still functional and capable of delivering a treatment. The patient continued to use the lifevest.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient called zoll customer support to report that one of the rear therapy electrodes on his electrode belt had a sharp egde, which tore the garment mesh and cut into his back. The cut resulted in some bleeding. It is not known whether the patient required any medical intervention for the injury.